Manufacturer narrative:
The customer¿s report of a balloon in the pumping segment was confirmed. A ballooned section was observed at the top of the silicone pump segment tubing. The ballooned segment is approximately 0.65 in. Long and 0.41 in. Wide. Functional testing was unable to replicate the ballooning. The root cause of the balloon in the pumping segment could not be determined.

Event description:
Received from the FDA a copy of an sus voluntary event report which states: "IV tubing found to have a bulge at the insertion site of the channel."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information provided by (B)(4).

Event description:
The customer reported that the tubing ballooned during and infusion of amiodarone.

Manufacturer narrative:
Correction model #/lot #. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing ballooned during and infusion. There is no report of patient harm.